Manufacturer narrative:
The reported complaint was not verifiable. Multiple attempts for part return were unsuccessful, therefore, no evaluation could be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: a heater cooler device was used on a patient who underwent an aortic valve replacement. The original procedure was performed on (B)(6) 2014. She subsequently required a second surgery, and that procedure was performed at a different institution. The second surgery was performed on or about (B)(6) 2015, and approximately (B)(6) 2015, the patient was diagnosed with an nontuberculous mycobacteria (ntm) infection - mycobacterium mageritense. It has not been identified what type of heater/cooler was used on the procedure.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the patient allegedly contracted a nontuberculous mycobacteria (ntm) bacterial infection, specifically m. Mageritense. The infection developed following surgery. The surgery was completed successfully. There was no malfunction during surgery, so the unit was not changed out.